Manufacturer narrative:
The field service engineer (fse) noted sample probe alarms and replaced the sample probe and verified sample and reagent probe adjustments. Other instrument parts were checked and verified. The fse replaced the photometer lamp and recalibrated the assay; calibration and qc were acceptable. The customer repeated one patient sample 5 times with reproducible results. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 4 patient urine samples tested for albt2 (urine application, albu2) on a cobas 6000 c (501) module. (B)(6). Questionable results were reported outside of the laboratory. The albt2 reagent lot was 57225101 with an expiration date of 31-may-2023.

Manufacturer narrative:
Reagent issues have been excluded. The field service engineer (fse) found gel on the tip of the sample probe and a gel film was observed on the surface of many of the sample tubes. The investigation determined the event was due to a pre-analytical handling issue at the customer site.